Event description:
It was reported that during a laparoscopic colectomy procedure, there was an energy activation issue, a sealing issue, and no seal was achieved, as evidenced by the absence of energy delivery and the presence of end tones. The handpiece was able to create many good seals before the issue occurred. It was cleaned about three to four times and was used on less than 7millimiters lump nodes. The device was plugged into a generator, and another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic colectomy, there was an energy activation issue, a sealing issue, and no seal was achieved, as evidenced by the absence of energy delivery and the presence of end tones. The device was plugged into a generator, and another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the click tab was broken off and was returned. The device showed evidence of excess wear on the jaws. Functional testing noted that the rfid tag was reviewed and showed 11 recorded uses. The device usage data was also reviewed and showed that more than 1,490 seals had been initiated. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator. The device failed resistance testing. Several attempts were made, however the device was unable to be activated. The device was disassembled and fluid ingress was noted in the handle body and corrosion was noted in the activation button. It was reported that device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The clicker tab failure is most likely due to extensive use of the device. A large number of cycles tend to fatigue the clicker. It was also reported that the device experienced no seals. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.